Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedances greater than 125 ohms were detected on the device and right ventricular (rv) lead. The patient was brought in for a follow up appointment, and it was noted the shock impedance levels were back down to 120 ohms, however they had been trending high for some time. No additional testing or remedial action was performed, and the physician continued to monitor the patient. No adverse patient effects were reported. Additional information was received that a week after the follow up appointment when within range shock impedance levels were noted, an alert was once again detected for shock impedances greater than 125 ohms. Approximately one and a half years later another alert was generated by the remote home monitoring system for a high out of range shock impedance measurement. No adverse patient effects or remedial action was reported.